Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary interventional treatment procedure, the catheter became stuck on the guide wire. The lesion being treated was located in the non-calcified right coronary artery (rca). The non-bsc guide wire was advanced without difficulty. The 2.75 x 10mm flextome mr cutting balloon was advanced over the guide wire and became stuck.the devices were removed as one unit without difficulty. Another of the same devices was used to complete the procedure. No patient complications were reported and patient status is good.